Event description:
Boston scientific received information that this device and another manufacturer's left ventricular (lv) lead were associated with high out-of-range pace impedance measurements during a device check four days after implant. The calling boston scientific field representative reported lead measurements had been normal at implant. The physician initially had difficulty inserting the lead's terminal pin into the device header, but was successful after using mineral oil. The physician elected to monitor the situation, as the subsequent pacing and sensing measurements remained good and the patient experienced stimulation in other pacing vector configurations. No adverse patient effects were reported.

Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.